Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was explanted and replaced with a new one. The logs confirm that the ipg has reached end of life. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient's ipg has reached end of service. As such, surgical intervention may be pending to address the issue at a later date.